Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report, the electrode array of this patient's device was in the middle ear instead of the cochlea. This was confirmed by a post-operative x-ray. The surgeon explanted the device in 2006, and reimplanted a new device the same day.